Manufacturer narrative:
Catheter.

Event description:
The patient experienced increased pain despite an increase in medications. An x-ray (date not reported) showed that the catheter was out of the intrathecal space. Surgery was performed and it was discovered that the catheter tip had separated from the catheter. A new distal (spinal) segment of catheter was implanted. The patient recovered without sequela. The device system was used for the treatment of pain; the medication being delivered via the device system was not reported.